Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were dropping from the jaws prior to forming. Unknown if the clips fell into the patient. Another device was used to complete the case with no patient consequence.